Event description:
Per the clinic, the patient reported vague symptoms of brain fog and pain localized primarily at the receiver/stimulator site. The patient also wished to undergo future MRI examinations. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to re-implant the patient with a new device as of the date of this report.